Event description:
It was reported that hour glass/no readings/sensor error was reported. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced sensor error for more than 3 hours. The sensor error displayed on the device intermittently overnight. On (B)(6) 2023 at 7 am the patient started to feel sick and vomiting. They took a blood glucose reading which was 27.0 mmol/l and the continuous glucose monitoring was still showing a sensor error on dexcom app. The patient´s mother called diabetes emergency services and was advised to treat the patient with fluids, change the sensor, administer 3 units of insulin and to keep checking for ketones and blood glucose (bg) values. After a few hours, the patient was still vomiting. The diabetes emergency services advised the mother to take him to their hospital. The patient was taken to the hospital and diagnosed with borderline diabetic ketoacidosis. He was treated with IV fluids while his bg value was being monitored. The patient was discharged on the (B)(6) 2023 at 3 pm (the same day). At the time of the follow up the patient was feeling better, and the bg was 11 mmol/l. Data was provided for investigation. The problem of sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.